Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient was losing spinal fluid in two places and had headaches for "quite some time". She was hospitalized the week prior to the time of the report and they thought she was having a heart attack. She had jaw tightening started a week prior to the time of the report. The patient was paralyzed and felt heaviness in her chest every time she sat up in her wheelchair since a week prior to the time of the report. The patient had felt pain in the left leg since (B)(6) 2018. All of the reported symptoms were thought to be related to the pump. The patient wanted the pump removed and was redirected to the surgeon. No further complication was reported.